Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-02-25. Investigation summary : bd received 1 sample and 1 photos for investigation. The photo and samples was evaluated by visual examination and the indicated failure mode for foreign matter in the gel with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported that prior to use with 100 bd vacutainer® sst¿ ii advance plus blood collection tubes foreign matter was discovered in gel. The following information was provided by the initial reporter: foreign matter in gel of sst tube.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with 100 bd vacutainer® sst¿ ii advance plus blood collection tubes foreign matter was discovered in gel. The following information was provided by the initial reporter: foreign matter in gel of sst tube.